Event description:
Two hours after initiation of lvad/ECMO, pt po2 levels were noted to drop (po2=45, sat=84%). A plasma leak was observed from the gas outlet chamber. Unit was changed out with no reported consequence to the pt.